Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump had traces of moisture on the motor assembly per visual inspection. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm, a failed battery test, and numbers scrolling on the display. Blood glucose level at the time of the incident was 145 mg/dl. The customer reported that the insulin pump had been exposed to rain. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.